Event description:
Boston scientific received information that this device was included in a clinical study data research spreadsheet showing this device had a report of inappropriate shock delivery due to atrial fibrillation or atrial flutter. There were no known or alleged adverse effects received/identified to date. The device later was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
Subsequent review of the episode details and electrogram (egm) showed the patient received five inappropriate shocks that resulted in the exhaustion of therapies available for that episode. The patient's arrhythmia subsequently slowed to below the programmed rate cutoff for the lowest rate device therapy zone. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.